Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 440 mg/dl at the time of incident and other blood glucose was 386 mg/dl and 176 mg/dl. The customer was treated with shots of insulin. The customer alleging possible insulin pump under delivery. The customer performed high pressure test and they were able to passed the test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer feels dehydrated, tongue swollen. The customer did a self test and insulin pump error occurred. The insulin pump will not be returned for analysis.